Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The blood glucose of the customer was 33.0 mmol/l. The current blood glucose levels was 4.4 mmol/l. The customer changed his site in the morning and at lunch time, his blood glucose went to high. Customer gave a correction, but later one he was still not feeling okay and decide to replace the site. The customer when disconnect the site, he noticed that there was no cannula and all insulin he's been taking was sitting under the skin. Product is not expected to return for the analysis.